Manufacturer narrative:
The front bezel was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
G4:11jan2021; b4:08feb2021. D4: UDI#: (B)(4). The navigation ring with unresponsive or intermittent functionality. The customer confirmed the unit was not in clinical use, no patient or user harm reported. The biomedical engineer (bme) replaced the front bezel to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported that v60 nav-ring is not moving. The unit was in clinical use, and there was no patient or user harm reported.